Event description:
It was reported that during a gastrectomy procedure, it was found that a part of the outmost staples were unformed at the third firing. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.